Manufacturer narrative:
Terumo did not receive the actual device for eval, the exact root cause could not be identified. There was no lot number provided, the design history file could not be reviewed. Uncontrolled environment, incorrect calibration, or improper priming solution may have caused this event. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, a co2 sensor error was displayed on the monitor. The product was changed out. There was approx 1 cc of blood loss. The surgery was completed successfully.